Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021, explant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The explant surgeon is: (B)(6). The assistant explant surgeon is: (B)(6). The assistant explant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a transvaginal tape suspension of bladder with cystoscopy procedure performed on (B)(6) 2020 to treat a patient with stress urinary incontinence, positive pads, history of overactive bladder treatment with interstim in the past and was evaluated to have hypermobility of the urethra and bladder neck with documented incontinence. On (B)(6) 2021, the patient underwent robotic partial cystectomy and cystoscopy with bilateral jj stent placement for mesh erosion into bladder. It was noted that the patient had experienced early mesh erosion into the bladder with stone formation which led to intractable irritative voiding symptoms. A timeout was performed and a cystoscopy was completed. The cystoscopy revealed two (2) areas of mesh exposure inside the lumen of the bladder along the right lateral bladder wall. Two (2) bladder stones had formed in the exposed mesh. The left side looked clean without evidence of erosion. Two 5 french stent were placed under direct visualization on both sides for surgical guidance. A new 16 french foley catheter was then placed. The bilateral arms of the previously placed retropubic sling was identified, skeletonized from the surrounding tissue connections and was tagged with a hemolock clip. The two (2) arms of the mesh were then followed until their injury into the detrusor muscle. Upon close inspection with the bladder mucosa, it was confirmed that there was no area of mesh erosion on the left bladder mucosa. Therefore, the retropubic sling was incised as it entered the outermost portion of the detrusor and left alone on the patient's left side. Upon close inspection with the right lateral wall of the bladder, two areas of the bladder stone formation where the previously placed mesh had gone through and though the bladder in two different areas. The right lateral cystotomy was then closed in two layers using 3-0 v-loc in a running fashion. The final cystotomy at the dome was closed in two layers using 3-0 v-loc suture in running fashion. With all the mesh excised, a partial cystectomy completed, and all areas of the bladder completely closed, the prior foley catheter was removed which also removed the previously placed stents. A new 20 french two-way catheter was placed. Both cystotomies were watertight and no leakage was observed. The five skin incisions were closed with 4-0 monocryl and the incisions were reinforced with dermabond. The patient was then extubated and awoken from anesthesia having tolerated the procedure well. The patient was scheduled for cystogram and follow up visit in 10 days. The patient will have to keep her 20 french two-way catheter in place until the scheduled follow up visit. Appropriate pain management and prophylactic antibiotics were prescribed and the patient was discharged.